Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line alarm was not reproduced. The device was tested for ultrasonic sensor us air testing with passing results and at no time was a constant or false air in line alarm observed. A review of the event history log revealed air in line messages.a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration values were found slightly out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed air in line, during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.